Event description:
International affiliate reports that during an anterior cervical discectomy and fusion (acdf) procedure, the uniplate cam tightener shaft broke while in use on the patient¿s cervical spine. The tip of the instrument broke off in the head of concomitant device screw and was retrieved successfully. The instrument is double-ended, so the other end was used for screw tightening. There were no adverse consequences to the patient and the case delayed by 2 minutes.

Manufacturer narrative:
Examination of the returned uniplate cam tightener shaft revealed that the fracture was located at the cam tightener¿s distal tip, the second half of the tip was not provided with the part. It was noted that the distal tip lobes are deformed in the direction of unlocking the cam. Care should be taken when unlocking the cams as there is no torque limiting feature in that direction. Results of fracture analysis suggest the cam tightener underwent a quasi-static shear failure. No material defects or other abnormalities were observed in this analysis. Review of the device history record found no discrepancies. No issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. Although the root cause of the tip breakage cannot be positively determined, results of the fracture analysis suggest the cam tightener underwent a quasi-static shear failure during usage. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.